Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services (ts) reviewed the device data and discussed the r-wave amplitude is low in the recorded episode and there is t-wave oversensing due to low r:t ratio. Troubleshooting recommendations were provided. The patient was expected to attend in-clinic follow-up. The s-ICD remains in service. No additional adverse patient effects were reported.